Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an infusion set was deployed incorrectly when the caregiver accidentally triggered the inserter and the set detached from the device during placement, after which a new site was placed and insulin therapy was resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the immediate replacement and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user handling error related to infusion set insertion and connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.